Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during dwell cycle four of peritoneal dialysis (pd) therapy. During troubleshooting, the technical service representative (tsr) had the hp check if all bags were properly connected and found a loose connection to one of the bags. The home patient (hp) would finish therapy with manual supplies. The tsr explained the alarm and had the hp cycle the power to clear the alarm. The hp would finish therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation and the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The home patient (hp) reported a loose connection on a supply bag which is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.